Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a his right ventricular (rv) lead exhibited high thresholds and suspected loss of capture. The electrogram suggested loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.